Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The unintentional detachment could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of this device

Event description:
As reported; when the coil was inserted into an angiographic catheter (non-microvention device), the implant was unintentionally detached in the catheter. The coil was then withdrawn along with the angiographic catheter and removed from the patient. The coil was replaced with another azur coil to continue the procedure, and the procedure was completed successfully.